Event description:
The patient presented to the physician with redness and swelling at the ipg site. The physician prescribed steroids and antibiotics. Four days later, the patient was brought into the or. Intraoperative findings confirmed an infection extending from the ipg site, spreading toward the neck incision. The physician removed the entire inspire system.